Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy at pod activation.

Manufacturer narrative:
The device was received undeployed. It was observed to have the needle cap attached. The pink slide insert was not visible in the top housing viewing window and the arms of linkage assembly were not deployed. Upon removal of the needle cap, the needle deployed. The pink slide insert was visible in the top housing viewing window and arms of linkage assembly were completely retracted. The data downloaded from the device showed no time outs, drive stalls or alarm. The device delivered 60 pulses & completed both first and second prime before being deactivated. The attached needle cap prevented the cannula from deploying as intended, even though the device completed both first and second priming sequences. Investigation found no issues that would contribute to the reported cannula not deploying.